Event description:
The patient reported that they were ¿locked out.¿ the patient noted that they currently had a loaner for their interstim device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.